Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital hemorrhage ('general. Abnormal bleeding') and device dislocation ('migration') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen since 2016, oral contraceptive nos from 2008 to 2013 and topiramate (topamax) since 2016. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced headache ("headaches/migraines / headaches"). In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal hemorrhage ("vaginal bleeding"). In (B)(6) 2013, the patient experienced abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). On an unknown date, the patient experienced genital hemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), nausea ("nausea") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital hemorrhage, device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, psychological trauma, urinary tract infection, metrorrhagia, headache, nausea, weight increased, hormone level abnormal, gastrointestinal disorder, vaginal hemorrhage, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital hemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date in current pfs: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified). Results of test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general. Abnormal bleeding') and device dislocation ('migration') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen since 2016, oral contraceptive nos from 2008 to 2013 and topiramate (topamax) since 2016. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced headache ("headaches/migraines / headaches"). In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2013, the patient experienced abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), nausea ("nausea") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, psychological trauma, urinary tract infection, metrorrhagia, headache, nausea, weight increased, hormone level abnormal, gastrointestinal disorder, vaginal haemorrhage, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date in current pfs: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion.. Imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified).results of test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs received. Events added: vaginal bleeding, lower abdominal pain and lower back pain. Event clubbed: headaches/migraines / headaches. Concomitant drugs and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general. Abnormal bleeding') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), headache ("headaches"), nausea ("nausea") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, psychological trauma, urinary tract infection, metrorrhagia, headache, nausea, weight increased, hormone level abnormal and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, urinary tract infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified).results of test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury was replaced with pelvic pain. New events - abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),general abnormal bleeding, psych injury, uti, gi conditions, hormonal changes, headaches, nausea, weight gain, migration were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.